Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full delivery system was returned, analyzed, and the lumen of the delivery system was damaged. Air bubbles were found in the delivery system device cup during flushing. The delivery system outer shaft was kinked/buckled. The delivery system outer shaft was bent. The delivery system inner shaft was mechanically kinked/bent. The articulation of the delivery system was out of plane. The articulation curve of the delivery system did not meet specification. Blood was observed on the outer shaft of the delivery system. The analyst noted the full delivery system was returned with the device intact in the sheath. The shaft is kink/buckled at 5 cm from the distal end of the delivery system. The shaft is bent at 9 cm from the distal end of the delivery system. There is blood on the shaft located at the distal end of the stability member. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the leadless implantable pulse generator (ipg), the delivery system was inserted into the introducer and was placed on the right ventricular septum. Contrast injection was attempted and air bubbles were noted to be in the system. The system was aspirated with more air noted coming into the syringe. The delivery system was removed and flushed with approximately 120cc of normal saline. The delivery system was again inserted into the patient and positioned for contrast injection when more air bubbles were noted. The decision was made to remove system and use a different one. No patient complications have been reported as a result of this event.